Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners have created a cross bite which is causing tmj and jaw discomfort. The tmj is on their left jaw and their bottom jaw shifts to their right when closing their mouth. They do have a bridge which is located on the 3 teeth directly after their right back most molar. This is a contraindicated patient.